Event description:
Litigation papers allege: patient suffers from hip pain which intensifies when bending at the waist. Plaintiff also has elevated metal ion levels which are being monitored by her surgeon. Plaintiff is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood. Plaintiff has incurred out-of-pocket medical expenses and costs to attend her medical appointments.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient suffers from a number of different complaints including hip pain which radiates directly from the hip socket, especially when walking. Patient cannot walk for long periods without having to stop and rest because of the pain. Patient is a pilot and has difficulty getting in and out of automobiles or airplanes. Patient also has difficulty sitting long periods of time on an airliner and difficulty getting up from the sitting position. He has thigh muscle and bone pain above his left knee, particularly when going up and down steps. Patient has a persistant rash on his left hip that looks like measles with red spots under the skin that comes and goes. Patient has incurred costs to attend his medical appointments. Patient is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in his blood.

Manufacturer narrative:
Corrected: alert date, brand name, common device name/device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.